Event description:
Pt with history of severe dilated cardiomyopathy treated with a biventricular ICD 5 years ago on protcol at standford university. On admission in 1994 due to 28 ICD discharges from their device it was determined to be due to a right ventricular conductor fracture with chatter on the leads and profound oversensing. Pt experienced ventricular tachycardia and underwent a successful transthoracic shock by paramedics in the field. The pt was discharged in satisfactory condition.